Manufacturer narrative:
The device reference in this report was not returned to olympus as the device was discarded. After completing an investigation it was determined that the user's experience is most likely due to user error. The instruction manual warns users" to insert and withdraw the endoscope with the single use splinting tube gently under x-ray observation. If resistance is felt, do not continue insertion or withdrawal any further. Doing so may cause patient injury, bleeding, perforation, and/or equipment damage." A supplemental report will be submitted if additional and significant information becomes available at later time.

Event description:
Olympus was informed that a patient was admitted to the hospital after undergoing a therapeutic retrograde single balloon enteroscopy procedure as the patient sustained a perforation. It was reported that during the procedure the splinting tube migrated into the patient's colon and became stuck. The physician retrieved the splinting tube using clamps and it was observed that the patient's sigmoid colon had been perforated. The procedure was delayed by two hours, 27 minutes and 17 seconds as the patient underwent an exploratory laparotomy, diverting colostomy and incidental appendectomy to treat the perforation. The patient was discharged on (B)(6) 2015 and is reportedly doing well. Olympus followed up with the user facility to obtain additional information and was informed that there was no x-ray or fluoroscopy used during the procedure. The user facility also stated the equipment was inspected prior to the procedure and no anomalies were found.